Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose exceeded 600 mg/dl friday night. The patient did not experienced symptoms of high blood glucose. The patient treated via insulin pump therapy. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. Troubleshooting stopped at this point; the wife stated that she will have to call back for further troubleshooting. The customer was later called back but he did not answer. No products were returned or replaced.